Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 11.4 mmol/l and 3.6 mmol/l; 9.4 mmol/l and 2.4 mmol/l; 1.6 mmol/l and 10.1 mmol/l. The comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.